Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the small keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed small keypad assembly and determined that the cause of the reported issue was the print button was electrically shorted due to being physically damaged.

Event description:
The customer contacted physio-control to report that their device would not complete a 12-lead ECG during an event that involved a patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. After multiple attempts, physio-control has been unable to contact the customer in order to obtain additional information about the patient or the event. Upon evaluation of the customer's device, physio observed that only the on button was functional. No other buttons were responsive when pressed. As a result, defibrillation would not be possible.